Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system had increased. The rv coil-to-can value rose from 73 ohms to 93 ohms and the svc coil-to-can was 177 ohms. Technical services discussed that programming the lead differently would not have any effect on the values. No adverse patient effects were reported. The right ventricular (rv) lead and ICD (non-boston scientific product) remain in service.